Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing vascular planned treatment/non-emergency treatment. The procedure was aborted with a delay of more than 20 minutes and completed by moving the patient to another room. The philips remote service engineer (rse) contacted the customer and confirmed that the system could not emit x-ray. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer reported that the system x-ray pc startup failure was observed. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the hdd light on the x ray pc was not on and confirmed it to be a software related issue. To resolve the issue, fse re-downloaded the x-ray pc software. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.